Event description:
It was reported that the patient underwent a bilateral lapidus arthrodesis surgical procedure that utilized two paragon 28 phantom 4-hole intramedullary nails. The original surgery occurred on (B)(6) 2018. It was noted that fusion of the joint failed and the patient displayed a non-union in both feet. Both nails were removed on (B)(6) 2019. During evaluation and investigation, the implants were not made available for analysis. The DHR records of the implants involved with the case were reviewed. All records indicate the implants were manufactured according to specification and no deviations were noted for released product.